Event description:
As reported: "a gamma4 intermediate nail was drilled over the distal device but was dislodged and the screw could not be inserted.".

Manufacturer narrative:
The reported event of alleged targeting inaccuracy could not be confirmed, since the returned device is conforming to specifications and fully functional. A test set-up with an intermediate nail sample and sample instruments was performed. Therefore, returned targeting arm and intermediate targeting sleeve gamma4 were assembled, and an intermediate nail sample was connected by a sample nail holding screw. Distal holes could be passed by sample drill as intended. The function of the whole construct was still given. The alleged mis-targeting could not be reproduced. Since only g4 prox.targeting arm and intermediate targeting sleeve gamma4 were made available a check in combination with used nail was impossible. However, based on above and referring to the fact that pre-operative testing was performed without reported discrepancy, it could not be excluded that the case is rather related to sub-optimal intraoperative procedure. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a gamma4 intermediate nail was drilled over the distal device, but was dislodged and the screw could not be inserted."